Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that connector of the solution bag and supply line of the homechoice cassette was not connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.